Event description:
It was reported that the patient was in the clinic due to light headedness. It was noted the the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited intermittent t-wave oversensing. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.